Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in cassette warning during drain 1 of 2 and stopped treatment. Fluid was found inside the cycler door and in the pump module area. In a follow up, the patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler dry over night and has been using it ever since with no further problems. The cycler is not available to return.

Manufacturer narrative:
Additional information: h.3.,d.9. Plant investigation: the actual device was returned to the manufacturer for physical analysis a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An accelerated stress test was performed and there were no issues encountered. No fluid leaks in test cassette during test. Valve actuation test passed. System air leak test passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was a visual evidence of a fluid clog in hp2 filter which is a related failure to the reported symptom code lf22 (m31 air detected in cassette warning). Mushroom heads check passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in cassette warning during drain 1 of 2 and stopped treatment. Fluid was found inside the cycler door and in the pump module area. In a follow up, the patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler dry over night and has been using it ever since with no further problems. The cycler is not available to return.